Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hemorrhage, endocervicitis, uterine bleeding, sexually transmitted disease, type ii diabetes mellitus, appendectomy, anxiety, ovarian cyst, dyspareunia, discomfort, dysmenorrhea, dyspareunia, menorrhagia, parity 1, gravida I, endometriosis, dysfunctional uterine bleeding and pelvic pain. On (B)(6) 2017,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): patient with a history of uterine bleeding and chronic pelvic pain, mainly dysmenorrhea and dyspareunia with essure-coils place that patient relates her medical complaints the placement of the coils several years ago. She is scheduled for a laparoscopic. [Pathology test] on 03-mar-2017: gross description: the uterus with cervix weighs 130 grams and measures 8.0 x 3.9 x 2.0 cms. The left fallopian tube measures 6.4 x 0.4 x 0.4 cm and is narrow and devoid of contents. The fimbriated extremity is present. The right fallopian tube measures 6.0 x 0.4 x 0.4 cm, the fimbriated extremity is present. The lumen is narrow and devoid of contents. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hemorrhage, endocervicitis, uterine bleeding, sexually transmitted disease, type ii diabetes mellitus, appendectomy, anxiety, ovarian cyst, dyspareunia, discomfort, dysmenorrhea, dyspareunia, menorrhagia, parity 1, gravida I, endometriosis, dysfunctional uterine bleeding and pelvic pain. On (B)(6) 2017, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): patient with a history of uterine bleeding and chronic pelvic pain, mainly dysmenorrhea and dyspareunia with essure-coils place that patient relates her medical complaints the placement of the coils several years ago. She is scheduled for a laparoscopic. [Pathology test] on (B)(6) 2017: gross description: the uterus with cervix weighs 130 grams and measures 8.0 x 3.9 x 2.0 cms. The left fallopian tube measures 6.4 x 0.4 x 0.4 cm and is narrow and devoid of contents. The fimbriated extremity is present. The right fallopian tube measures 6.0 x 0.4 x 0.4 cm, the fimbriated extremity is present. The lumen is narrow and devoid of contents. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.